Event description:
An article in the seminars in ultrasound CT and MRI presented a review of the current literature pertaining to thoracic endovascular aortic repair (tevar), with emphasis on the role of intravenous contrast-enhanced multi-detector computed tomography (CT), which is the primary pre- and postoperative imaging tool. This article describes a (B)(6) man with chest pain due to a type b dissection, repaired by tevar at outside institution. Persistent severe pain prompted postoperative imaging. An IV contrast-enhanced CT revealed a type I endoleak from the proximal graft, which enlarged on repeat CT 4 days later, causing reperfusion of the false-lumen. Definitive surgical repair was required.

Manufacturer narrative:
As an event date is not available, the date of event will be noted as (B)(6) 2012 [publication date ("jun 2012") noted n the cited work]. The root cause of the proximal type I endoleak is unknown. Johnson, pamela t., james h. Black, stefan l. Zimmerman, and elliot k. Fishman. "Thoracic endovascular aortic repair: literature review with emphasis on the role of multidetector computed tomography." Semin ultrasound CT mr. 2012 jun; 33(3): 247-64. Doi: 10.1053/j.sult.2012.01.004.